Event description:
According to the reporter: the customer reports that when the surgeon inflated the balloon of the trocar, it burst. A piece of approximately 0.5cm fell inside the pt but was not found.

Manufacturer narrative:
(B)(4).